Event description:
Per the surgeon's report, this patient had poor performance and no speech understanding with her cochlear implant. Intergrity testing performed in 2006 showed normal stimulator/ function with some electrode anomalies. Cochlear suggested reprogramming. The surgeon reportedly planned to explant the device and reimplant the patient with a new device in 2006.